Event description:
It was reported that an ilet device did not charge, and the user was advised to try a different power outlet with a plan to call back for further troubleshooting if needed. Symptoms included no clinical effects. Outcomes included no impact on health or daily activities reported. Investigation included basic troubleshooting guidance by customer support. Investigation of this case revealed that the charging issue could not be confirmed or resolved during the initial call and no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient information.